Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. Two of 2.00mm x 15mm fg maverick 2 mr balloon catheter were advanced for dilatation. However, during the procedure first maverick balloon catheter was burst. A second maverick balloon catheter was attempted to be inserted but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. Two of 2.00mm x 15mm maverick balloon catheter were advanced for dilatation. However, the first maverick balloon catheter burst due to the second 2.00mm x 15mm maverick balloon catheter insertion, which failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good. It was further reported that second 2.00mm x 15mm maverick balloon catheter did not rupture, the devices was unable to cross the lesion. The inflation was performed one time at nominal pressure. The devices were removed completely from the body.

Manufacturer narrative:
B5-describe event or problem has been updated. H6-device codes "material rupture" has been removed.

Manufacturer narrative:
B5-describe event or problem has been updated. H6-device codes "material rupture" has been removed.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. Two of 2.00mm x 15mm maverick balloon catheter were advanced for dilatation. However, the first maverick balloon catheter burst due to the second 2.00mm x 15mm maverick balloon catheter insertion, which failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good. It was further reported that the second 2.00mm x 15mm maverick balloon catheter did not rupture, the device was unable to cross the lesion. The inflation was performed one time at nominal pressure. The devices were removed completely from the body. It was further reported that the first balloon ruptured on the second inflation for 5 seconds and not on the first inflation as previously reported.

Manufacturer narrative:
H6-device codes "material rupture" has been removed.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. Two of 2.00mm x 15mm maverick balloon catheter were advanced for dilatation. However, the first maverick balloon catheter burst due to the second 2.00mm x 15mm maverick balloon catheter insertion, which failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good. It was further reported that second 2.00mm x 15mm maverick balloon catheter did not rupture, the devices was unable to cross the lesion. The inflation was performed one time at nominal pressure. The devices were removed completely from the body.